Manufacturer narrative:
The suspect product is the compact test drum.

Event description:
Customer states he has been getting back to back erratic blood glucose results of 250 mg/dl compared with 110 mg/dl, or almost 300 mg/dl compared with 124 mg/dl, or 327 mg/dl compared with 156 mg/dl on the compact system. The customer did not provided the location where the discrepant results were obtained. No adverse event reported. No quality controls used. Requested return of the suspect device and replacement was sent. Accu-chek compact system: meter, test drum lot number 20653441, expiration date of 03/31/2008.